Event description:
Guidant (now boston scientific crm) received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited episodes of oversensing with pacing inhibition in a pacer dependent patient. The device was reprogrammed to least sensitive; however, the oversensing continued.

Manufacturer narrative:
The patient was tentatively scheduled to undergo an invasive investigation to assess the leads and setscrews. In addition, the patient was scheduled for a trans-esophageal echocardiogram (tee) to assess heart function. The available information leads us to believe the device and lead system remain implanted. This event will be reopened should further information become available. Subsequently, this device was explanted due to normal battery depletion, and returned for analysis. The patient's chronic rv lead remains in service. Analysis of this device was performed at our post market quality assurance laboratory. An engineering level longevity calculation determined that the device met labeled longevity expectations. An external visual inspection of the device noted a hole in the rv- seal plug. The device passed a series of automated diagnostic tests that verified normal pacing, sensing, and shocking functions. Laboratory analysis concluded that the historical oversensing observed with this device was likely due to the hole in the rv- seal plug. This event will be updated if any additional information becomes available.